Manufacturer narrative:
On (B)(6) 2019, additional information received indicated that the patient underwent bilateral removal and replacement with right cat#: (B)(4), serial number (B)(4). And left with cat#: (B)(4), serial number (B)(4). Suspect device received on 10/17/2019. Device evaluation summary: during visual evaluation a crease was observed, also a tear was noted within the crease on the posterior view of the implant, measuring approximately 0.2 cm. No other anomalies were discovered. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: right-mentor smooth round moderate profile 350cc saline breast implants, catalog number 3501655 serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor smooth round moderate profile 350cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the physician.as a result patient had the device removed on (B)(6) 2019.